Manufacturer narrative:
One used sample was received, after observation we noted the tip was torn. According to the investigation done on the sealed sample and observation on the used sample we cannot define root cause. We estimate such incident of catheter tip rupture following insertion by the operator and removal by the patient (before balloon inflation) without injury reported due to the terminal condition of patients represents an inconvenience for the patient which is severity 2. The death of the patient is without relation with the incident. More generally, such incident of tip rupture represents a clinical risk related to retained tip in the bladder, requiring cystoscopy to check the bladder and remove foreign fragment(s), if present, with risk of mucosal injury and urinary tract infection, which is severity parameter level 3. Similar case study was performed based on over last four years; same item number and defect: tip missing. 8 similar case was found. The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to the available information, before the balloon was inflated, the patient pushed the catheter, which came out, but the tip of the catheter was missing.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the patient pushed the catheter before the balloon was inflated, which came out, but the tip of the catheter was missing. The tip of the catheter was not recovered due to the patient's situation. The patient was an oncology patient, sedated at end of life in palliative care, and had been catheterized for comfort. It was noted that the package had been opened longitudinally. Package integrity had been checked prior to use, with nothing notable. The patient passed away 24 hours after catheterization. It was reported that her death was not related to the catheter. The patient was at end of life and her death had been expected for several days.